Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed using a 4x15 emerge balloon catheter, a 4.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device would not advance over a non-bsc 0.014 floppy guide wire. The device was removed and the middle stent strut was found to be open. The procedure was completed with a 4.00 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on distal row 6 lifted distally from the stent profile. The crimped stent outer diameter (od) on the undamaged side of the stent was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. There were no issues tracking the device over a 0.014" guidewire during analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed using a 4x15 emerge balloon catheter, a 4.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device would not advance over a non-bsc 0.014 floppy guide wire. The device was removed and the middle stent strut was found to be open. The procedure was completed with a 4.00 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.